Event description:
Reportedly, the trocar balloon burst inside the pt cavity and all the pieces were recovered. While another device was used to continue the procedure and complete the case without further incident. Pt status: no pt injury reported.